Event description:
Knee pain [arthralgia]. Knee swelling [joint swelling]. Unable to walk [abasia]. Knee stiffness [joint stiffness]. Case description: spontaneous report was received on (B)(6) 2011 from a male pt, initials (B)(6), who experienced knee pain, knee swelling, abasia and knee stiffness after started synvisc-one. The pt's medical history is significant for previous synvisc-one treatment (date not provided). The pt reported that (B)(6) weeks ago, the pt received one ultrasound guided injection of synvisc-one (location not provided). The pt reported that he is experiencing knee pain, knee swelling, knee stiffness and is unable to walk. The pt reported that he has treated his symptoms with percocet, aspirin, oral prednisone and an unspecified cream (dates and doses not provided). The pt reported that he does not plan to use synvisc-one again. The product lot number was not reported. At the time of this report the outcome of the pt was not yet recovered. Additional info was received on (B)(4) 2011, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.